Event description:
The customer reported to olympus, during a therapeutic endoscopic retrograde cholangiopancreatography, the distal cap had a sharp edge and cut the patient's stomach (submucosal layer) upon removal of the endoscope. The physician had to re-insert the endoscope and applied three (3) clips to the tear to stop the bleeding. The cut was approximately two (2) to two and a half (2.5) centimeters long by 0.6 cm wide. The endoscope and cap were inspected prior to the procedure and no issues were identified. The cap was correctly attached to the endoscope and was fully intact at the end of the procedure. There was no surgical delay due to the event reported. The customer suspects the physician may have been applying intermittent suction while withdrawing the endoscope to degas and withdrawal residual fluid. The patient did not receive any additional treatment after the procedure and no further issues were experienced. Patient identifier (B)(6) is for the endoscope and submucosal injury. Patient identifier (B)(6) is for the cap and submucosal injury. This report is for patient identifier (b)(6( for the endoscope and submucosal injury.